Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the proximal left anterior descending (lad) artery. During the second inflation the 3.0 x 15mm quantum maverick balloon ruptured at 14 atms. The atms and duration of the first inflation are unknown. The procedure was successfully completed with another of the same device. No patient complications occurred. The patient status was good.

Event description:
It was further reported that the lesion was moderately tortuous and severely calcified. The first inflation was at 12 atms.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter. Blood was present in the distal outer. Microscopic inspection identified a balloon pinhole approximately 6.5mm from distal edge of proximal markerband. An inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).